Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that over the last 4 weeks she has had 3 elevated blood glucose readings over 500 mg/dl with her normal range being 90-140 mg/dl. She stated her symptoms were thirst, frequent urination and muscle aches and she treated her readings by injecting 35 units of insulin. The patient stated she had an occlusion last night and she had an elevated reading today. She said she changed her infusion headset, tubing and cartridge last night and her headset again this morning when it appeared her levels were not decreasing. During troubleshooting, the patient stated she changes her infusion headset every 3-4 days and tubing every other headset change. The patient was advised that her infusion headset should be changed every 2 days and her tubing every 6 days. The patient said she has used a limited area on each side of her navel for her sites for years. Site rotation and management were discussed with the patient and complementary infusion sets with longer needles were sent along with a guide to site management. On follow up, the patient stated she is using the infusion sets with longer needles which, along with site management, has resolved the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.